Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during drain two of peritoneal dialysis therapy. During troubleshooting it was found that the patient line had a crack in the tubing. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection revealed a cut in the tubing of the patient line. Functional testing, simulated use testing, and leak testing were performed and identified a leak from the cut. A clear passage test was performed and revealed no issues that could have caused or contributed to the reported issue. The cause of the alarm was determined to be due to the tubing leak. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.